Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system exhibited a yellow alert for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended. Analysis determined that raat was suspended due to high capture thresholds. Additionally, review of the presenting electrogram (egm) showed loss of capture (loc) on this right atrial (ra) lead. The patient was noted to have an underlying sinus rhythm. No adverse patient effects were reported. This ra lead remains in service.